Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is currently wearing the device and the infection has resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and skin breakdown due to magnet strength. Antibiotics were prescribed (type unknown). The recipient did not wear the device for three (3) weeks.